Event description:
It was reported that during a bariatrics procedure, on the sixth firing, surgeon was able to close on tissue, and fire the device, firing made a funny sound. When device was removed from the patient and scrub nurse went to remove the reload, it fell apart in two pieces. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: please confirm the product code and lot of device the cartridge was being used with ec60a, no lot # available. Is the device available for evaluation as well? No the stapler was disposed of. Did any of the pieces fall inside the patient? None of the pieces fell inside of the patient if so, were all pieces removed? Describe what was done to remove them. Condition of the patient following surgery - stable, discharged, critical - please explain. The patient was stable.

Manufacturer narrative:
(B)(4). Damaged one piece sled, damaged cartridge. The ecr60d was returned fully fired and damaged at the knife slot area. Furthermore, the one piece sled was noted to be damaged. In addition, the cartridge was noted fully fired at the right side and the left side was partially fired 2/3. During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge. The batch record was reviewed and no anomalies were noted during the manufacturing process.